Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented on (B)(6) 2025 from a rehab facility where in the midst of going into a medical emergency, was reportedly disconnected from a power source (mobile power unit (mpu) was unplugged from the wall), their system controller was changed out, and it was unclear if the new system controller had batteries connected when first attached. There was not a complete knowledge on the patient's history. The device appeared to be running without issue now, but log files were sent for review to ensure no device related issues prior to discharge to a different rehab. Log files were reviewed, and they captured system controller clock corrupt messages, indicating that it had lost all power. On (B)(6) 2025, at 10:40:51, the pump was started up. At 10:40:51 and going forward in the log file, the log file captured routine events, and there were no adverse alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. No log files from the exchanged controller were submitted for analysis. In the submitted replacement controller log files, it was noted that on 10jul2025, the driveline was connected to the replacement controller for unknown reasons, confirming the exchange. Due to the lack of log files from the event controller and the nature of periodic log file, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records could not be reviewed due to the serial number of the system controller being unknown. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the reported clock not set alarm appears to be from manufacturing, as the clock was set, resolving the alarm, on (B)(6) 2024, the patient's date of implant. After the clock resynch, the driveline was not connected to the controller until the reported event date of 10jul2025, consistent with the reported exchange.